Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor had false positive episodes due to undersensing. Programming changes were made, however the issue persisted. The clinic will continue to monitor the patient. The patient was in stable condition.